Event description:
It was reported that the pump was loose/lost power. The event occurred during testing; there was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
E1: (B)(6) investigation summary: the affected device was returned for evaluation in good physical condition. Visual test was performed - found that the ac connector was slightly loose. Functional test was performed - found that the pump recorded error code 46640, which points to a faulty dso sensor. Ehl was downloaded and inspected. Procedures/instruments used for testing: g:01840-cz, pwi-10019249. The customer's complaint was replicated and confirmed. The root cause was due to the loose ac connector, which was tightened. The dso sensor, display, and bezel were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.